Event description:
It was reported that the system 2600 would not operate as a fluoroscope. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the ccd camera had caused the fuse on the 24 voc line to open. The camera and the fuse were replaced. The system was tested and found to be working as intended and placed back into service.